Event description:
The customer reported that the vela ventilator turned off and came back. The unit was still ventilating when it came back, with saturation at 100% and with the patient breathing comfortably.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.